Manufacturer narrative:
Another similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -9.5 diopter, in the patients left eye (os) on (B)(6) 2019. The lens was reported as having a low vault, but at 3 days post-operative, the vault had improved and the patient was being monitored. The patient had no complaints and was doing very well. The lens remains implanted.